Event description:
It was reported that the patient presented for follow up in clinic with left ventricular lead that exhibited failure to capture. Chest x-ray was performed and confirmed lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.